Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Patient reported left side "just shrinking" and "might have capsule". Patient additionally reported "extensive wrinkling", ¿line under their skin across their breast¿, ¿tingling¿, and ¿reshaping.¿ patient also reported pain and ¿believed one implant was ruptured¿ following a car accident; these are not device related. Device remains implanted.